Event description:
After having a known covid exposure, tested regularly for nearly a week with cue tests, showing negative after negative. Called customer support and they said it was very unlikely at that date with number of tests that I'd be positive. Two days later (with no other exposures that week), I was positive for covid. We've also had several tests come back as inconclusive or couldn't run, and two readers that stopped working. We've spent (B)(6) on cue tests over 2.5 years. Very concerned about the product and not receiving what we paid for, being misdiagnosed by their system. I could've accessed paxlovid treatment earlier if the tests showed positive. Within 12 hours of finally testing positive, I was in the ER with exceptionally high heart rate and high fever. Reference reports: mw5155040, mw5155041.